Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the two patient events of peritonitis categorized as relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis events and the use of the liberty cycler set. The cause of the two peritonitis events was attributed to touch contamination by the patient. This is further supported by the culture result of staphylococcus aureus. Staph aureus is one of the most common microbial causes of pd-related peritonitis and has a high risk for repeat episodes within the first six months after treatment. Staph aureus is found in the nares and on the skin of many patients. Based on the information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported relapsing peritonitis for this female pd patient. Additional information was obtained through follow-up with the pdrn. The initial peritonitis event was diagnosed on (B)(6) 2021. The patient presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4853 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. The patient continued to complete pd therapy utilizing the liberty select cycler. On 27/dec/2021, the patient again presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4551 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. This peritonitis episode is classified as relapsing peritonitis as it occurred within four weeks of completion of therapy of a prior episode with the same organism. The patient continued to complete pd therapy utilizing the liberty select cycler. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the two patient events of peritonitis categorized as relapsing peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis events and the use of the liberty cycler set. The cause of the two peritonitis events was attributed to touch contamination by the patient. This is further supported by the culture result of staphylococcus aureus. Staph aureus is one of the most common microbial causes of pd-related peritonitis and has a high risk for repeat episodes within the first six months after treatment. Staph aureus is found in the nares and on the skin of many patients. Based on the information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s relapsing peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported relapsing peritonitis for this female pd patient. Additional information was obtained through follow-up with the pdrn. The initial peritonitis event was diagnosed on (B)(6) 2021. The patient presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4853 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2021, the patient again presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4551 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. This peritonitis episode is classified as relapsing peritonitis as it occurred within four weeks of completion of therapy of a prior episode with the same organism. The patient continued to complete pd therapy utilizing the liberty select cycler. No additional information was provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported relapsing peritonitis for this female pd patient. Additional information was obtained through follow-up with the pdrn. The initial peritonitis event was diagnosed on (B)(6) 2021. The patient presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4853 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. The patient continued to complete pd therapy utilizing the liberty select cycler. On 27/dec/2021, the patient again presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4551 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. This peritonitis episode is classified as relapsing peritonitis as it occurred within four weeks of completion of therapy of a prior episode with the same organism. The patient continued to complete pd therapy utilizing the liberty select cycler. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Corrected information provided in b6, b7, and h6.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported relapsing peritonitis for this female pd patient. Additional information was obtained through follow-up with the pdrn. The initial peritonitis event was diagnosed on (B)(6) 2021. The patient presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4853 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. The patient continued to complete pd therapy utilizing the liberty select cycler. On (B)(6) 2021, the patient again presented to the pd clinic with cloudy pd effluent and a tender belly. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with gentamicin and vancomycin for 21 days (dose unknown). The antibiotics were instilled in a manual exchange with a 6-hour dwell prior to connecting to the liberty select cycler at night. The culture resulted positive for staphylococcus aureus with a white blood cell count of 4551 (unknown units). The cause of the patient¿s peritonitis event was reported as touch contamination. This peritonitis episode is classified as relapsing peritonitis as it occurred within four weeks of completion of therapy of a prior episode with the same organism. The patient continued to complete pd therapy utilizing the liberty select cycler. No additional information was provided.